Event description:
A customer observed imprecise phyt results on multiple samples tested on the vitros 5.1 analyzer no biased pt sample results were reported out of the laboratory when this event occurred. Biased results of the direction and magnitude observed could result in inappropriate physician action. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event found that imprecise phyt results were noted during correlation study between two lots of phyt slide lots. An alternate phyt slide lot has resolved the issue. The root cause of the event is unk, and the investigation is continuing.